Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a hi-torque bmw universal ll, as it was removed from the dispenser hoop coil, the guide wire broke in two parts at the core. It was confirmed that there was no resistance when removing the guide wire from the hoop coil. The device was not used and there was no patient involvement. A sion blue guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported core separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation determined the reported core separation appears to be related to case circumstances of the procedure. Based on the reported information and returned analysis, it is likely that manipulation and/or inadvertent mishandling during removal of the guide wire from the dispenser coil caused the core to kink and separate. The fracture ends at the core separation were bent as if kinked prior to the separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.